Event description:
The customer reported water damage after going swimming with the insulin pump on. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage found on the electronic assembly.